Manufacturer narrative:
The eval of the balloons from this event revealed a kink on the first balloon. It is not possible to determine when the kink occurred, but if the kink occurred during the procedure it could restrict the gas flow through the iab and cause the "rapid gas alarm." No kinks or leaks were observed on the second balloon. (B)(4). Based on the info at hand and the time lapse, no actions are deemed necessary at this time. No further eval with respect to the iabp serial number and the resolution of the event have been made. (B)(4).

Event description:
The customer reported that while the unit was on the patient, the iabp generated "rapid gas loss" alarms frequently. The tubing connections were checked; the reference line was adjusted on the baseline of the shuttle gas waveforms were gradually declined. Balloon leak was suspected and was therefore replaced. The iabp generated the same alarm (rapid gas loss) with the new balloon. Since there was no sign of balloon leakage, the therapy was continued using the same iabp. No patient injury was reported.